Manufacturer narrative:
Technician found no head up or down function with the bed. Replaced both valves to resolve this issue.

Event description:
Information received indicated that there was no head up or down function on the bed.